Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to challenging patient anatomy. The reported visualization limitation appears to be related to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the device was visualized. But some limitations due to patient anatomy.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and enlarged atrium. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted. It was noted that there was some question about the insertion on transgastric but the long access view looked to be inserted, pulled tight with grippers bouncing. A decision was made to deploy the clip. However, post deployment, the clip canted towards the septal leaflet. The clip had detached from the anterior leaflet and remained attached to the septal leaflet and lateral chordae. (Single leaflet device attachment). The procedure was discontinued. No additional clips were implanted, and the tr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.